Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years, 2.5 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that pump stoppage events occurred while the system was connected to the power module and the percutaneous lead was manipulated about 3-4 inches from the distal connector. No alarms reportedly occurred while the system was on battery power. The grounded power module patient cable was switched to an ungrounded patient cable and no pump stoppages occurred upon manipulation of the percutaneous lead. It was believed that the patient had a short-to-shield percutaneous lead issue. The patient was reported to have been asymptomatic. The manufacturer¿s technical services representative reviewed the provided system controller log file and confirmed the reported pump stoppage events while connected to the power module. A review of submitted x-ray images showed an area of concern on the percutaneous lead near the distal end bend relief. On (B)(6) 2016, a percutaneous lead evaluation was performed by technical services representatives. An electrical continuity test did not reveal any broken wires. The distal end of the percutaneous lead was replaced with no issues. After the repair, no further alarms occurred while the patient was connected to the power module with the use of a grounded patient cable.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the evaluation of the submitted log file and an issue that would have contributed to the reported event was confirmed based on the evaluation of the returned section of the driveline. A section of the driveline, approximately 11.5 inches long, was returned for evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The white silicone jacket, clear bionate layers, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 2.5 inches from the metal connector, revealed a breach to the insulation of the green wire, exposing its inner conductors. The green wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the green wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground could have resulted in the red heart alarms and pump stoppage events recorded in the submitted log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.